Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: closure of puncture site femoral artery after tavi is performed with manta 18fr. Introducer and sheath were used according to IFU, depth was measured. There was a pulsatile bleeding during withdraw the manta closure handle and when they push down the tamper tube. During the bleeding they discovered that there was some collagen at the puncture site, unclear if it belongs to manta system. Clinical consequences: physician did manual compression for 20 minutes and a crossover balloon was inflated to get haemostasis. Balloon was introduced from contralateral side and inflated retrograde to stop the bleeding. The procedure was completed surgically and removing the closure device. Additional information: during a tavi procedure, single micro-puncture access was obtained high in the right cfa. There were no reported complications with access. The cfa had no calcification and tortuosity. The manta depth was measured at 3.5cm. During the tavr procedure, there were no issues with advancing and withdrawing procedure sheaths. Prior manta deployment, heparin was administered intravenously. Current patient condition is reported as fine. Additional information on 19may2022: it was reported that no more information will be provided from the hospital.

Manufacturer narrative:
One 18f manta was returned locked into the sheath. Blood particulates were noted on the units. Lever was engaged. Components (i.e., anchor, collagen, and lock) were observed to be separated along with the suture. No other damages were observed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. Micropuncture was utilized to gain a higher positioned access. The arteriotomy depth measurement was 3.5cm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing the procedure sheaths. During deployment, pulsatile bleeding was present while withdrawing the manta closure and pulling down the blue lock advancement tube. During the bleeding the physician discovered there was collagen present at the puncture site but was unable to determine if it was from the manta device. The IFU states if pulsatile arterial bleeding persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. The physician applied manual pressure for twenty minutes and a contralateral balloon was inflated retrograde to achieve hemostasis. The vascular surgeon was called in to do a cut down, explant manta and repair the vessel. The root cause of the manta not effective in creating hemostasis requiring surgical cut down is possibly due to the higher positioned access. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta during the surgical intervention, no angiograms submitted for investigative purposes, and if the collagen seen at the puncture site was identified, the cause is undeterminable. Procedural requirements in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.